Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a corneal burn occurred at the incision site of a patient's right eye during a cataract surgery. The reporter informed that "phaco tip is getting too hot and burning the incision site". Upon follow up, it was informed that three stitches were placed on the incision. A product sample was requested for evaluation.

Manufacturer narrative:
No phaco tip was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).